Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: a review of the pump¿s black box history showed that no evidence of a load step malfunction was recorded. The complaint of the load step malfunction was not able to be fully investigated because of a call service alarm occurring when attempting to perform the rewind step. The call service alarm was not able to be cleared. Performance testing was not able to be completed due to the call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was emitting "empty cartridge" alarms when the cartridge was full. It was noted that the pump emitted a "loss of prime" alarm when attempting to prime the tubing. Reportedly, the pump emitted an "empty cartridge" alarm during troubleshooting but the cartridge was full. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.